Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned segments were thoroughly inspected and analyzed. The lead had been severed 145 millimeters (mm) from the terminal pin. A total length of 600 mm was returned. The rs- conductor coil was stretched in the tip segment. An extracting stylet was stuck in the tip segment of the lead. There were cuts and laser damage noted in the lead insulation. Trilumen insulation abrasion was noted through to the rs- lumen approximately 435-440 mm from the tip of the lead. The abrasion was short, smooth and concave. Due to the location and type of damage this was likely caused by lead-on-lead contact coupled with movement. An x-ray was performed which did not reveal any anomalies.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room after becoming syncopal. Upon device interrogation intermittent loss of capture was observed as the pacing thresholds had increased. The patient was seen for a revision procedure where the lead was extracted with the assistance of a laser. The lead has been returned for analysis. There were no additional adverse patient effects reported.